Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging that their onetouch verio iq meter was displaying an error 4 message. The customer care advocate (cca) attempted to contact the patient with follow up questions from medical surveillance but was unable to reach the patient. The following complaint is classified based on the original documentation. The patient alleged that the product issue began on the morning of (B)(6) 2015. The patient manages their diabetes with pills, diet and exercise. The patient reported consuming more food/drink on (B)(6) 2015. The patient reported developing a symptom of ¿nauseous¿. The patient reported visiting their doctor where they were treated with food/drink. It is unclear if the doctor administered this treatment or if the patient was advised to self-treat their symptoms. The patient reported obtaining a blood glucose reading of ¿190 mg/dl¿ on an unknown meter, it is unknown if this reading was obtained during the doctor¿s office visit. At the time of troubleshooting the cca verified that the patient was using the correct testing technique. The alleged issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient may have been treated by an hcp for an acute complication of diabetes after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.